Event description:
It was reported that 2 of the bd microclave® stabilized extension set will not withdraw or flush blood and is blocked. The following information was provided by the initial reporter: the phlebotomists have noticed the side tubing will not withdraw or flush blood and is blocked. Attached image indicates where they believe the extension set is blocked. This issue is occurring when the needle-free connector is attached and when it is not.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Insufficient flow rate is not considered to be a reportable malfunction. MFR# is void as a result.

Event description:
It was reported that 2 of the bd microclave® stabilized extension set will not withdraw or flush blood and is blocked. The following information was provided by the initial reporter: the phlebotomists have noticed the side tubing will not withdraw or flush blood and is blocked. Attached image indicates where they believe the extension set is blocked. This issue is occurring when the needle-free connector is attached and when it is not.